Event description:
Went to the ER (B)(6) 2018 at (B)(6) medical center because she was receiving low readings. Her meter displayed 21 she was still functioning, but a little shaky. While she was at the hospital,she compared results of the meter used to the et meter. Et results were either 12-pts under or 21 points over. I asked for her normal blood sugar range. She stated they try to keep her between 80-105. She doesn't remember what glucose meter the hospital was using nor the results. After her ER visit she went to the pharmacy to have them check the meter and strips with the control solution. She knows for a fact the control solution used was not of easytouch. So when they tested the meter with a control solution, it was out of range by 1 point. I explained to her the meter was very specific and only the easytouch brand will give accurate results. Based on the information provided, a replacement will; be sent along with control solution, and a return label will be requested.